Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant uric acid concentrated (ua_c) result. Ua_c was an add-on test for sample ID (B)(6). The sample had initially resulted lower and was auto repeated from dilution turntable (dtt), also resulting lower. Calibration was within acceptable range. The customer inspected the probes and checked quality control (qc), which were acceptable. The customer suspected that the issue was due to a fibrin or a clot in the sample. A siemens headquarters support center (hsc) specialist reviewed the information provided and does not suspect reagent or instrument issues. Qc recovery were within expected range. The information provided and the data is consistent with the sample specific issues with the potential cause being integrity of the sample. The add-on ua_c and the auto repeat result were sampled for the dilution turntable (dtt) cuvette and both results matched, indicating possible cellular debris, fibrin, or clots in the primary sample used to provide sample for the dtt. The cause of the discordant ua_c result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low uric acid concentrated (ua_c) results were obtained upon initial and repeat testing on one patient sample on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ua_c results.